Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305106 and lot number 0115757. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. A visual inspection was performed. The sample came with the plastic shield and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution was expelled with normal flow. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause is unknown the sample received didn't show the symptom reported.

Event description:
It was reported that the bd precisionglide" needle 30g x 1/2 experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305106, batch no: 0115757. We had resistance with this device when trying to push medication through to prime it. No harm was done to patient or staff.